Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage with proximal stent struts lifted and pulled distally. The undamaged stent crimped stent outer diameter was measured and the result was less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 20mm synergy drug-eluting stent, it was noticed that the stent strut was opened. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 20mm synergy drug-eluting stent, it was noticed that the stent strut was opened. The procedure was completed with a different device. No patient complications were reported.